Event description:
A (B)(6) customer received a blood glucose reading of 20.0mmol/l on the contour link. She took 3 units of fast acting insulin. An hour later she felt hypoglycemic and retested herself. The reading was 2.1mmol/l she ate dinner and drank a can of juice, and ultimately felt fine. The customer was expected to return the test strips for evaluation. A new kit was sent to her.